Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen and insulin pump was not working. Customer stated that before he got the blank screen it had an arrow pointing to a pump and critical pump error was also occured. The blood glucose was unknown at the time of the incident. Customer stated that, the display was not blank less than 30 seconds and display was blank currently. The insulin pump will not be returned for analysis.